Event description:
A complaint of conjunctivitis (pink eye) and an opacity associated with contact lens wear was received from a patient. A patient, that began wearing the lens in 2012, indicated medical treatment was sought from a non eye care professional three times within 2013 for pain and redness of the eye. Conjunctivitis "pink eye" was diagnosed. Temporary dis-continuation of lens wear for 10 days and an unspecified drop were prescribed. The issue resolved. Later, at an annual eye examination from an eye care professional, scarring was observed. The eye care professional felt the scarring was conducive with a corneal ulcer and the diagnosed "pink eye" was probably a reoccurring ulcer. Additional information received from the eye care professional on (B)(4) 2014 indicated an opacity was observed in the peripheral portion of the cornea and the opacity was verified as reminiscent of a previous corneal ulcer. The scar was described as "large in size." The patient was advised on safety guidelines regarding contact lens care. Treatment was not required for the scarring. Lens wear resumed. No further information is available.

Manufacturer narrative:
(B)(4). The product is not available for evaluation and the lot number is unknown. A manufacturing review is pending completion. (B)(4).